Event description:
It was reported that bd maxzero needleless connector occluded causing infusion pump to alarm and blood back-up. The following information was provided by the initial reporter, translated from italian to english: the highlighted problem is an infusion resistance both during the filling of the device with physiological solution and during the infusion with the activation of the occlusion alarm of the infusion pumps. It's a blood reflux problem.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 03-oct-2023 h.6. Investigation summary: ten mz1000 samples from lot 22115515 were received for investigation; three samples were received in opened packaging and seven samples were received is sealed packaging. Six 10ml 0.9% nacl pentaflush syringes were also received. The feedback provided by the customer suggests flow restrictions was detected during use of the maxzero device, resulting in the pump alarming occlusion. The customer also suggested flow restrictions issues were detected in lots 22055462, 22066216 and 2115096. As part of the feedback the customer provided a photograph and a video of their experience. A visual inspection of the photograph and returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Furthermore, in the video provided by the customer it appears the maxzero male luer cap was not removed before priming. A visual inspection of the returned pentaflush syringes did reveal flash and a raised lip around the edge of the male luer tip. Functional testing was performed by connecting the returned maxzero devices to a 50ml bd plastipak syringe from stock, and attempts were made to prime with fluid; no occlusions or flow restrictions were detected throughout testing. The testing was then repeated with the returned pentaflush syringes; again no occlusion or flow restriction was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 22115515, 22055462 and 22066216 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. However, the lot number 2115096 provided by the customer is incorrect and not recognised in the manufacturing records for a maxzero device. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. However, previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd maxzero needleless connector occluded causing infusion pump to alarm and blood back-up. The following information was provided by the initial reporter, translated from italian to english: the highlighted problem is an infusion resistance both during the filling of the device with physiological solution and during the infusion with the activation of the occlusion alarm of the infusion pumps. It's a blood reflux problem.